Event description:
It was reported that the patient had a return of symptoms; they had been in pain since (B)(6) 2014. The patient had numerous imaging tests including: magnetic resonance imaging (MRI), endoscopy, positron emission tomography (pet), and various others, and they reportedly could not find anything. The patient was working with her pump physician; however was ¿not aware if they tested the catheter at all and that all other imaging wasn¿t of the pump.¿ the patient did notify the pump physician of the return of pain, and the patient continued with their regular refills during that time. During a normal pump replacement on (B)(6) 2015, it was discovered that the ¿line¿ from the pump to the spine was completely disintegrated and was broken in several places, and the connection to the pump was also affected. They reportedly spliced a new catheter to the section still in the spine. The pump system was being used to infuse morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731, lot # b002976n36, implanted: (B)(6) 2003, product type catheter. (B)(4)